Event description:
On august 1st, 2024, neo tract has been made aware that ¿a 64-year-old patient underwent a first urolift procedure in 2014, followed by a second urolift procedure in 2019 due to bph symptoms return. Last few months this year patient went to a [physician] because his psa was elevated. The patient was sent for an MRI which revealed one implant penetrated his bladder. Additional information received on august 2nd, 2024, indicated that the [patient experienced] a return of bph symptoms, high psa, and urinary retention requiring a catheter. A cystoscopy revealed an encrusted implant component in the bladder. The patient is scheduled for a procedure to remove the implant on (B)(6) 2024."